Event description:
It was reported that this ra lead had low out-of-range impedance of less than 200 ohms when measured from the lead tip to the can. The health care professional (hcp) reported that this patient has a history of chronic low impedance on the ra lead. The following physician was dr. (B)(6) . The facility was (B)(6) clinic in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).